Manufacturer narrative:
(B)(4). Date sent: 01/13/2021 additional information was requested, and the following was received: what were the indications for surgery? Cancer what surgical procedure was performed? Right colectomy did the patient receive any preoperative chemotherapy or radiation? Not sure why was no additional treatment needed? Not sure were there any issues experienced with the device in the initial surgical procedure? No. Except that patient had bleeding after firing the device what healthcare professional fired the device and what is his/her experience with the device? Md fellow where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? Unsure was a complete transection of the white breakaway washer visually confirmed? Unsure were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Not sure how was the post-op bleeding identified? Checking the pt after firing how many days postoperative was the bleeding identified? During case what was the total estimated blood loss (ml)? Minimal was a transfusion required? No how was the bleeding addressed? Clips what was the pre and postoperative anti-coagulant and pain management protocol? Not sure was the bleeding intraluminal or extraluminal? Extra what is the status of the patient? Pt is home as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Why was no additional treatment needed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a right colon procedure that there was post op bleeding. Patient returned to or to be scoped. Additional treatment was not needed.